Event description:
Patient is additionally alleging bleeding, and organ perforation. Patient alleges "could not walk due to stabbing pain on the right side", depression, post traumatic stress disorder (ptsd), anxiety.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: bleeding, limited physical activity, depression, post traumatic stress disorder (ptsd), anxiety the reported allegations have been further investigated based on the information provided to date. Unknown if the reported bleeding, limited physical activity, depression, post traumatic stress disorder (ptsd), anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot# is unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported shortness of breath, pain, numbness, discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot# is unknown, however, the alleged celect-pt is manufactured and inspected according to specifications the following fields were updated per additional information received: a2, b1, b5, b6, b7, d1, d4, d7, h4, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to motor vehicle accident, followed by a successful retrieval on (B)(6) 2019. Patient is alleging migration, fracture, perforation. Patient further alleges shortness of breath, chest pain, numbness in extremities, back pain, abdominal pain, internal discomfort. Report from CT; "an inferior vena caval filter is present. One of the struts of this device extends into adjacent small bowel. There is additional angulated linear radiodensity just anterior to the right kidney which may represent fractured strut lying separate from the filer. At least one additional fractured strut is seen within the ivc. An additional strut fragment is incorporated into anterior margin 1 osteophyte at the l2/l3 level." Report from computerized tomography (CT): "a catheter was placed into the inferior vena cava and an inferior venacavogram was performed. Using the retrieval device, the ivc filter was captured and withdrawn into the sheath." "Preprocedural imaging demonstrates the presence of 2 retroperitoneal fractured struts neither of which demonstrates any complicating features though one of the strut is associated with an isolated lumbar osteophyte. This is of uncertain clinical significance. One of these struts which remains attached to the filter courses into or near the duodenum." "Venography deonstrates mild narrowing of ivc. Ivc filter with tines extending beyond the expected confines of the lumen of the ivc."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."